Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg migrated towards the midline and is causing discomfort. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was moved in the pocket away from the midline and secured via sutures. Therapy was restored post operatively.